Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. Patient information such as height, weight and activity is unknown. Most probable cause is excessive tension applied to cable. However, based on the available information, a definitive cause cannot be determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient is an elderly female with a history of osteoarthritis of the left hip. She was admitted for a left hip arthroplasty/orif left femur fracture/excision of left acetabular cyst. Due to the nature of the fracture, it was necessary to implant a plate and use the zimmer cables to secure a distal end plate. Once the fracture was reduced and the plate was in position, the zimmer cable was wrapped around the plate. During the tightening, one of the cables broke. Upon inspection, it was noted that the cable was frayed. The cable was saved and sent to the risk manager's office. Another zimmer cable was used to secure the distal end plate without further incident. It is unknown whether surgery was delayed.